Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalization due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 775 mg/dl at the time of the incident. The customer was at 132 mg/dl at the time of the call. The customer experienced symptoms such as abdominal pain and weakness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer had a low of 54 mg/dl on (B)(6) 2018. The customer had issues with air bubbles and occlusions in the tubing and cloudy insulin. The customer also stated they were a brittle diabetic. The insulin pump will not be returned for analysis.